Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 04, 2024 was filed inadvertently. No explantation or serious injury has occurred.